Event description:
It was reported that a cartridge error occurred even though the cartridge was full. As a result, he had to revert to using his old x2 pump. There was no adverse impact to the customer's blood glucose level. The customer declined further follow-up, and clinical support confirmed the cartridge alarm before closing the case.